Event description:
It was reported that during an arthroscopy, the tip electrode of the super multivac fell off. The tip was retrieved from the patient body. The procedure was completed with a smith and nephew back up device with a 3 min surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The bulk of the electrode was returned off of the tip of the device. It has been used with minimal sign of erosion. The parts of the legs, still attached to the electrode, are deformed. There are parts of the legs still inside the device tip. Bio debris is present. There are signs of a sharp instrument being used on the black wrap and metal tube. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation were generated on the remaining portions of the electrode. The resistance measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.